Manufacturer narrative:
A medtronic representative clarified that the case was an open procedure all along. Switching to a c-arm did not alter the surgical approach. Adverse event inadvertently selected on the initial 3500a.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement cable assy shipped to site 08/17/2015. Medtronic investigation of returned suspect cable assy confirms the reported complaint "frame rrte errors." Mvs interface cable failed bench test. Cable passed 100t test, but failed gbit test. Cable failed continuity testing, lemo pin 3 is open to small diameter wire ground lug. Electrical failure on (B)(6) 2015 a medtronic representative, following-up at the site, was able to visibly see damage to the umbilical cord. The medtronic representative replaced the cord and normal function was restored to the system. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the site used a c-arm to continue the procedure to completion.

Event description:
A site biomed representative reported that while in a spine procedure, the imaging system was not able to take a 3d spin. They were getting acquisition and frame rate errors. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. There was no impact on patient outcome. No further details were provided.